Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states that the weld has broken down on the foot end caster leg assembly. The dealer has no further information to provide.